Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report as it was described. The ligator barrel was returned without any bands remaining in position, therefore we were unable to perform a functional test regarding band deployment. The ligator handle was returned in the firing position. During our evaluation, the ligator handle was inspected and functioned properly. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from the this lot could not be conducted because none of the product from this lot remained in inventory. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band. The instructions for use caution the user not to apply alcohol to the device. Application of an alcohol-based lubricant or other substance could have contributed to the reported occurrence. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. During attempted ligation, the physician suctioned tissue into the barrel and deployed a band. The band did not remain on the varices. The physician attempted to deploy two additional bands, but these bands did not remain on the varices. The ligator was removed and another ligator was used to complete the procedure. The three deployed bands were left to pass naturally through the gastrointestinal tract. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.